Event description:
A patient had her pump refilled 2 to 3 weeks ago from the date of this report, and about 5 days later she started experiencing "confusing" symptoms such as feeling tightness in her arms (not legs); and lightheadedness / dizziness. The patient had a work up for infectious process, which was determined to be negative. It was eventually determined that the patient's pump was filled with gablofen, as opposed to the branded lioresal mixture she had always received since her pump implant. It was noted that the gablofen was provided in a syringe form, as opposed to the manufacturer's vials. It was further noted that is was their practice to remove the drug from the vial, and ship in syringes to the home health provider that fills the pump. The patient's managing physician did not have knowledge that the pump would be filled with anything but lioresal. The patient did not have overt overdose or withdrawal symptoms, but continued to have a change in therapeutic response to her pump. The physician had requested that the drug be removed from the patient's pump, and tested for potency and "anything else". The pump was refilled on (B)(6) 2011 with lioresal, as per physician's request. The patient was to be monitored for changing symptoms. It was later reported that the gablofen was at a concentration of 2000 mcg/ml. The lioresal that was later administered on (B)(6) 2011, was also at a concentration of 2000 mcg/ml. By (B)(6) 2011 the patient indicated that her headache was much better. In addition, the patient's arms and hands were looser again; and she was feeling much better.

Manufacturer narrative:
(B)(4).